Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported renal dysfunction and patient outcome could not be conclusively determined through this evaluation. The account reported that after the patient was placed on an rvad (right ventricular assist device), the patient developed kidney failure and continued to decline until they ultimately expired on (B)(6) 2022. The death was reportedly not considered to be device related and the pump operated as intended. The pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. It was reported that the heartmate lvas, serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists renal dysfunction and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with heartmate (hm) ii in 2013 due to severe aortic insufficiency. Because the patient needed an aortic valve replacement (avr), the healthcare team felt it was best to do a pump exchange at the same time given their original pump was used for 9 years. The patient underwent with a hm ii to hm3 pump exchange on (B)(6) 2022. The patient remained in intensive care unit, intubated, sedated, and was in temporary right ventricular assist device (rvad) and inotropic support. The exchanged pump was sent back for evaluation. On (B)(6) 2022, additional information was received that the patient was implanted with hm3 rvad. Although the patient had right heart failure before lvad implant, it was managed by oral diuretics and was not severe and did not require multiple hospitalizations or office visits. It was stated that the lvad specifically did not cause the right heart failure but the patient had ling operation requiring multiple blood products and had a kidney failure post operation that made fluid removal difficult. The patient ultimately passed away on (B)(6) 2022. The death was not considered to be device related and the device operated as expected. No product was to be returned for evaluation. Related MFR for the rvad: 2916596-2022-14028.